Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon of the ¿disappearing front panel indication¿ was reproduced, and it was due to a failure of the printed circuit (cr) board. The phenomenon of the ¿insufficient gas supply¿, was confirmed and it was due to a failure of the 1st regulator unit. The phenomenon of the ¿insufficient air supply¿, was confirmed, and it was due to a failure of the manifold unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a black screen during reprocessing for the high flow insufflation unit. The intended procedure was therapeutic (laparoscopic surgery) and completed using a similar device without delay; patient was not under sedation at the time of the issue. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated, and the customer's allegation was confirmed; the front panel disappeared occasionally due to failure of the pressure sensor on the circuit board. Additionally, there was an insufficient gas supply due to a faulty first regulator unit, the cable plug of the manifold unit fell off, which resulted in inability to supply air, the damper was broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.